Event description:
Customer reported with an issue of leak in s-spot (scope) connector. The issue found during reprocessing. There was no patient harm, no user injury reported. Device evaluation found c-body (control body) lg (light guide) cover glue peeling.

Manufacturer narrative:
The subject device was received and evaluated. The customer reported leak issue was confirmed. During device evaluation, leak was observed on a/w (air/water) inlet at s-connector side, no fluid invasion observed. The inlet was found loose. In addition, the light guide cover glue was found peeling. Furthermore, the following findings during device evaluation were observed: probe unit pink with gap, probe loose. Crack on a-rubber observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated with manufacturer information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.